Event description:
Seam of drape found open at end of case.

Manufacturer narrative:
Upon completion of a c-section procedure, the seal at the head and shoulders section of the drape was found to be open. The sample was not returned for eval. No root cause has been identified. It is not known if customer error played a role in the incident. This facility reported another incident with this drape for this issue but we have had no other similar complaints reported to us regarding this drape. Due to the reported incident and in an abundance of caution, this medwatch is being filed.